Manufacturer narrative:
(B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR because the patient reported the symptom of anaphylactics and used epinephrine while an invisalign system product was being used at that time. Not returned to manufacturer.

Event description:
The patient reported symptoms of anaphylactic shock, swollen lips, gums and tongue, sneezing and difficulty breathing. The patient reported visiting the ER do to the reported symptoms. The patient reported being prescribed epinephrine (epipen) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2016. The treating doctor considered the event was serious or life threatening to the patient.